Event description:
It was reported that during a routine test, the ventilator did not alarm at the nurse call station. The reported problem was found during testing and was not connected to a patient.

Manufacturer narrative:
The field service technician replaced the power board to correct the reported problem.